Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that at the asymptomatic patient's pre-discharge check, upon interrogation the right ventricular lead exhibited high capture thresholds. A chest x-ray was performed which revealed that the lead had dislodged. The lead was successfully repositioned the same day. The patient was in stable condition before, during and post surgery.